Manufacturer narrative:
The suspect device was evaluated by an olympus service technician on-site. The technician confirmed the e95 error in the log and that there was no record of performing the re-cleaning that was described. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the cleaning cycle on the automated endoscope reprocessor (aer) stopped and exhibited error e95 (no detergent remains) when cleaning the scope. The subject device was reportedly turned off after the error, turned on again, and re-cleaning was immediately performed. However, when the clinical laboratory technician checked the cleaning history log, there was no history of the re-cleaning. From the status of the washing history, it is possible the scope was not washed and then used on the next patient, which was for a diagnostic cystoscopy. This report is being submitted for the aer due to the potential of an incorrectly reprocessed scope being used on a patient. There was no harm or user injury reported due to the event. An examination will reportedly be conducted for the relevant patient. At this time, we are awaiting the results. The scope that was potentially incorrectly reprocessed (cyf-va2, sn# (B)(4) is being reported under the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation did not confirm any reported device problem as the subject device was not returned to olympus. Based on the investigation, possible causes may include the following: the user did not fully understand the instruction manual because the event was caused by the inability to follow the instruction manual after the occurrence of e95. A definitive root cause cannot be identified. This issue is covered in the instructions for use: when an error code [e95] is displayed during the reprocess, and if the detergent is insufficient and the error code [e95] is displayed, the reprocessing is stopped. In this case, you need to start the reprocessing process from the beginning after replenishing the detergent. Follow the procedure described in section 3.4 , ¿inspecting and replacing the detergent tank¿ for replacing the detergent tank, then press start button to restart the reprocessing process. Olympus will continue to monitor the field performance of this device.